Manufacturer narrative:
Sections with additional information as of 30-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi, high blood glucose test results, and e-5 error code. Mother is calling on behalf of the customer, her eleven-year-old daughter. The customer is concerned with test results obtained of hi and 362 mg/dl non-fasting and 387 mg/dl fasting. The customer¿s expected fasting blood glucose test result range is 70-100 mg/dl and expected non-fasting blood glucose test result range is 253 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Mother stated that earlier that day, (B)(6) 2020, customer was administered insulin based on hi display on screen and that customer was feeling thirsty. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen and customer's book bag which she takes to and from school. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).